Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. The patient¿s mother stated that the patient¿s sugars were way off based on what the dexcom was reading. The patient¿s mother stated that they were out of town and the patient had been throwing up all morning due to having high ketones. At the time of contact, the patient was being taken to the emergency room (ER). Additionally, the patient¿s mother stated that the patient has episodes like this about once a year. No additional patient or event information is available. Data was provided for investigation. The reported inaccuracies were confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
Com-(B)(4).